Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited farfield oversensing observed in stored atrial fibrillation (af) episodes. Additionally, a system infection was suspected. A surgical intervention was subsequently performed and the whole system was extracted due to the infection. Additional information was received indicating that there was no pacing inhibition observed. No additional adverse patient effects were reported. The system is no longer in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.